Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent left lateral robotic vats convergent procedure with concomitant laae. Posterior wall ablation was completed, after which the patient went into spontaneous ventricular fibrillation (vf). The patient was defibrillated successfully converted. However, the vf recurred and was unable to be terminated. The procedural approach was converted to thoracotomy to allow intracardiac massage and internal defibrillation, yet the patient remained in vf. The patient was placed on ECMO with impella for hemodynamic support. The concomitant clip procedure was not performed. The patient is reportedly awake, moving extremities and exhibiting normal metabolic function. There was no reported device malfunction, and the adverse event was the result of a procedural complication.